Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating that the iol was exchanged for the same model and power.

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that after insertion of an intraocular lens (iol) implant in the eye, the iol was noticed to be torn at the optic/haptic junction and was not centering well. The patient and the surgeon elected to keep the iol in place and will evaluate at the post-operative visit. Additional information has been requested; however further information has not been received.